Event description:
Date notified: 10/28/1999. A model 317m was returned for svc. The customer reported seeing smoke from the switch box during a test of the equipment. An inspection revealed a shorted bridge rectifier was the cause of the problem. It was determined that the mounting screw was overtightened during assembly cracking the rectifier and creating a short. No death or serious injury occurred.